Manufacturer narrative:
Results: there was a leak at the connection between the apollo wand and the transducer housing. Conclusions: evaluation of the returned device revealed that the wand was nonfunctional. The wand was connected to a demonstration apollo system to be functionally tested, and a leak was observed. The root cause of this complaint could not be determined. All wands are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a microneurosurgery procedure, the physician noticed the apollo wand (wand) was leaking from the hub. The damaged wand was noticed prior to use in the patient and therefore, was not used in the procedure. The procedure was completed using a new wand.